Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility reported this event to the FDA through mw5082200. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 500ml eva tpn bags leaked. The reporter stated that the bags experienced a ¿loss of integrity¿ at an unspecified location after being filled with solution. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.